Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5. Keeping UDI partial in emdr ((B)(4)) as serial number is unavailable. An ICU rn reported an autofill failure alarm. All cables and connections were verified as secure, with no blood observed in the helium tubing. The iab fill key was used, which resolved the alarm and therapy resumed without further issues. The rn noted the patient had recently been turned and was moving significantly in bed. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.